Event description:
The patient was implanted with biventricular paracorporeal ventricular assist devices. It was reported that approximately a week or so after the right side device was implanted a large amount of white fibrin was noted in the pump. The patient reportedly has a plasminogen activator inhibitor - 4g mutation coagulopathy and a heparin allergy; therefore the pump had been prepped with albumin only. The patient was started on angiomax to reach a goal inr of 2.5-3.0 without resolution. The patient's right pump was exchanged on (B)(6) 2015. The patient was subsequently transplanted on (B)(6) 2015.

Manufacturer narrative:
The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: large amount of fibrin noted in new rvad.

Manufacturer narrative:
Approximate age of device: 17 days.the manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. The report of fibrin in the pump could not be confirmed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.